Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 136.5 and 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the first returned smart coil revealed offset coil winds along the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device, the embolization coil may begin to take shape within the hub and resistance may be experienced and damage such as offset coil winds may occur. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and pusher assembly kinks. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced and damage such as pusher assembly kinks may occur. This damage may have occurred during handling after removal from the procedure. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to resistance cause by the offset coil winds. Evaluation of the second returned smart coil revealed offset coil winds along the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device, the embolization coil may begin to take shape within the hub and resistance may be experienced and damage such as offset coil winds may occur. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and pusher assembly kinks. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced and damage such as pusher assembly kinks may occur. This damage may have occurred during handling after removal from the procedure. During functional testing, the smart coil was able to advance from its returned position within the introducer sheath with resistance due to the offset coil winds; however, the smart coil was unable to advance out of its introducer sheath due to the pusher assembly kink. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 1.3005168196-2020-01299 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01299.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra smart coils (smart coils), ruby coils and a non-penumbra microcatheters. It was noted that the patient anatomy was tortuous and calcified. During the procedure, the physician placed three smart coils into the target location using the microcatheter. While advancing another smart coil into the hub of the microcatheter, the physician experienced resistance. The physician then removed the smart coil and checked it on the back table by advancing the smart coil within its introducer sheath and subsequently, the physician experienced resistance. Therefore, the smart coil was not used for the remainder of the procedure. Next, the physician placed two smart coils into the target location using the microcatheter. Then, while advancing another smart coil into the hub of the microcatheter, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using seven smart coils, four ruby coils and the same microcatheters. There was no report of an adverse effect to this patient.